Event description:
User experienced discrepant tsh and free t4 results for one pt sample. Initial tsh result 11.97, repeat 18.0; initial free t4 result 23.8, repeat 17.6. No info was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.